Manufacturer narrative:
(B)(4).

Event description:
It was reported that "it was reported that the cardiomems implant procedure was aborted on (B)(6) 2026 due to a left pulmonary artery perforation that occurred prior to the cardiomems system being opened/prepped. Additional information was provided on 21jan2026. It was reported that the right internal jugular was accessed, and a right heart catheterization was performed in the right atrium and right ventricle. Pulmonary capillary wedge pressure was taken in the right pulmonary artery. The swan-ganz catheter was advanced with a 7 french arrow exchange guidewire over the left pulmonary artery arch. The wire was removed, and pulmonary artery pressure was turned on. The patient started coughing up blood and the physician never had the opportunity to wedge into the left pulmonary artery or take a pulmonary artery angiogram. The patient was intubated and taken to the operating room. The patient later passed away".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The clinical and medical affairs (cma) reported that, based on the currently available information, the event involves a patient death temporally associated with an invasive right heart catheterization procedure, during which a left pulmonary artery perforation occurred prior to the preparation or use of the cardiomems system. The sequence of events suggests that the complication arose during advancement of a swan-ganz-type catheter over an exchange guidewire, with acute hemoptysis indicating vascular injury, followed by rapid clinical deterioration despite emergent intervention. Device attribution cannot be determined at this time due to the absence of procedural imaging or operative documentation. Pulmonary artery perforation is a recognized, rare but potentially catastrophic complication of right heart catheterization, particularly in patients with advanced cardiopulmonary disease, and may result from factors such as wire position, catheter advancement, vessel fragility, or patient-specific anatomy. A device history record review could not be performed since a correct lot number was not provided by the customer. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "it was reported that the cardiomems implant procedure was aborted on (B)(6) 2026 due to a left pulmonary artery perforation that occurred prior to the cardiomems system being opened/prepped. Additional information was provided on 21jan2026. It was reported that the right internal jugular was accessed, and a right heart catheterization was performed in the right atrium and right ventricle. Pulmonary capillary wedge pressure was taken in the right pulmonary artery. The swan-ganz catheter was advanced with a 7 french arrow exchange guidewire over the left pulmonary artery arch. The wire was removed, and pulmonary artery pressure was turned on. The patient started coughing up blood and the physician never had the opportunity to wedge into the left pulmonary artery or take a pulmonary artery angiogram. The patient was intubated and taken to the operating room. The patient later passed away".